Event description:
The customer reported a system failure. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4). The customer reported a system failure. There was no pt involvement with this issue. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.